Event description:
It was reported that the pocket site was infected and the whole system was explanted. It was noted that the event occurred post operatively. The signs of infection were observed by a physician. No troubleshooting/ diagnostics were performed. The issue resolved at the time of report.

Manufacturer narrative:
Concomitant: product ID 3058, serial# (B)(4), implanted: 2015-(B)(6), product type implantable neurostimulator. Product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3058, serial# (B)(4), implanted: 2015-(B)(6), product type implantable neurostimulator. (B)(4).